Event description:
I had the novasure procedure performed on (B)(6) 2015. One week later, I hemorrhaged beginning the evening of (B)(6) 2005. It stopped after a while. Spoke with my doctor. In the wee hours, I went to the emergency room because I was hemorrhaging uncontrollably. Doctor arrived and had to have an emergency hysterectomy, multiple transfusions and ICU stay for 5 days. Important information: novasure is recommended to help reduce menstrual cycle in women. Every now and then, hologic includes more contraindications. However, this device continues to destroy women's lives.

Event description:
Additional info received from reporter in 01/05/2017: I suffered depression afterwards. I have called hologic and they never can help me. Even years later, I called today and no one would answer any questions. I am an admin for a (B)(6) group for novasure facts you should know! There are so many women that suffer from this procedure. The statistics that hologic provides are erroneous. And you, the FDA, have classified this procedure so that no lawsuits can be filed! There are so many horrible stories that have happened to women. How this procedure has not been pulled from the market is criminal! I even called hologic today to get some answers and got nothing. Doctors are performing this procedure on women when this procedure should not be performed. Insurance companies are forcing this procedure on women because it is cheaper than a hysterectomy. And there are many contraindications for this procedure but hologic doesn't provide this with full disclosure. Doctors don't know. This is a procedure that a doctor is certified by mailing away for a video. Please contact me and join our group. Hear the cries of women who have gut wrenching stories to tell of novasure. Oh, and during (B)(6) 2015, I filed out a maude report. (B)(4) contacted me to hear my story. She never followed up with my doctor or me. And of course you know why, because I don't fit into her inaccurate statistics. Those statistics are bogus. This must be removed from the market. Hologic should take responsibility for the incineration of women's uteruses. Help us! Don't ignore women in the us. The nhs in other countries force this procedure on women and don't even do follow ups. I am tired of hearing the same old story over and over. Do something! I fear the only way something will happen is if (B)(6) is finished with children and has heavy menstrual cycles and she suffers from this procedure. Call me! (B)(6).

Event description:
I had the novasure procedure performed on (B)(6) 2015. One week later, I hemorrhaged beginning the evening of (B)(6) 2005. It stopped after a while. Spoke with my doctor. In the wee hours, I went to the emergency room because I was hemorrhaging uncontrollably. Doctor arrived and had to have an emergency hysterectomy, multiple transfusions and ICU stay for 5 days. Important information: novasure is recommended to help reduce menstrual cycle in women. Every now and then, hologic includes more contraindications. However, this device continues to destroy women's lives.